Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detached from hub event on (B)(6) 2024. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.